Event description:
The facility reported a colleague infusion pump with failure code 810:04. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup in the medical surgery department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with error code 810:04 was confirmed by baxter personnel during product evaluation. The root cause was due to moisture in the pump head module channel. The pump head module was cleaned and air in line calibrations were made to correct this condition.should additional information be received, a follow-up medwatch will be submitted.